Event description:
Dislocation.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00364439-1644408-2022-00345; 509-01-036, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.